Event description:
The programmer screen froze when patient data printing was being launched. Moreover, after having reboot the programmer, the patient data was also not recorded in the programmer.

Manufacturer narrative:
December 21, 2009: this event concerns a device that was manufactured and used outside the united states. The analysis is pending.